Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the ventilator at the third party service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's blower motor and system board were replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a failure of the system board and blower motor. The system board and blower motor were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the reported failure was due to a bearing damage which is part of the blower motor.